Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away on (B)(6) 2017. A health care professional (hcp) called technical support (ts) to inquire about possible remote monitoring connectivity issues as the patient posted with an alert for out of range atrial impedance measurements, but the clinic had just received it. Ts confirmed the alert triggered on (B)(6) and transmitted to the clinic on (B)(6). The last successful connect was made on (B)(6), but poor signal strength was indicated as the cell adapter was trying to search for a 3g signal. The remote monitor was unable to transmit the alert on (B)(6) for various reasons, one being poor signal strength. As soon as the remote monitor was able to connect on (B)(6), it sent the alert that came in two days prior. There were no reported allegations against the implanted pacemaker.